Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the ventricular lead had a warning due to high impedance and the impedance report showed the impedance increased after a routine device change out. It was also noted that there was intermittent oversensing. The lead remains in use and is now used for sensing only. No patient complications have been reported as a result of this event.